Manufacturer narrative:
9/10/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and did not advance. The surgeon applied another device. No patient injury was reported.